Event description:
In 2008, the pt reported that the up and check buttons of her infusion device are no longer responding and she rec'd an occlusion (e4) error which she was unable to clear due to the defective check button. Due to being unable to clear the error, her blood glucose was elevated to 300-484 mg/dl and she experienced headaches and nausea. Her normal blood glucose range is 80-120 mg/dl. She switched to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.